Manufacturer narrative:
(B)(4): eval: results - inspection of the returned product found the needle rests below zero. Functional test shows the needle moves when the inflation bulb is released after inflating to a set pressure even when the release outlet was blocked. The inflation bulb has a loose ring and the reading dial plate has a slight dent. Note: posey instruction for use. The cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).

Event description:
Customer reported the cufflator needle does not rest at zero. There was no pt incident or injury reported.